Manufacturer narrative:
(B)(4). The reported condition of use error was not confirmed due to device not being returned for evaluation. The cause was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident. A service history review (shr) revealed no issues that may have contributed to the reported use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for related complaint, a home patient (hp) stated he was changing things in the programming. The hp stated he checked programming and therapy was set to (high dose) hd- continuous cycling peritoneal dialysis (ccpd). The hp said this was not correct. The technical service representative (tsr) advised the hp to call the nurse (rn) before getting back on the hc to go over programming. There was no patient injury or medical intervention reported. No further detail is available at this time.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.